Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when pressed after cutting function, but no staple gun and stock. No patient consequences reported. Procedure was completed with another device.

Manufacturer narrative:
(B)(4). The analysis results showed that two cartridges were received. They were received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. In addition the returned cartridges were disassembled to verify the condition of the internal components and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Cartridge b: batch: j5jj0v (mfg date: 10/16/2012; exp. Date: 09/16/2017). A surgical photograph was reviewed and it is believed that the cause of the complication may have been tissue flow, however the photographs do not provide the visual evidence to determine just what may have caused the tissue flow.